Event description:
Patient called to report that their surestep enhanced meter powers off while they are trying to test their blood sugar. Customer service educated the patient on automatic shutoff (2 minutes after the last action) and the meter shut off before the time is up. Patient did not have any symptoms nor was there an adverse event. Customer service sent patient a new meter. Issue was unresolved.